Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 52 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai stage e. The pump was supporting when on the 1st day of support, they were unable to doppler or palpate the right lower extremity pulse. The patient was on high dose vasoactive medications. Limb ischemia is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.